Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone. The customer reported to have tested the device and could not duplicate the reported failure. Covidien was not authorized to service the device.